Manufacturer narrative:
The device was returned to zoll (B)(4) service department, the malfunction was duplicated and attributed to the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.